Manufacturer narrative:
Clinical evaluation performed by medical affairs on 09 february 2018: late infection in cementless tha, 1 year after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 19 february 2018; lot 146295: (B)(4) items manufactured and released on 11 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 56 reference 01.26.56mb (k083116); lot 155804: (B)(4) items manufactured and released on 25 february 2016. Expiration date: 2021-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 reference 01.29.202 (k112115); lot 162717: (B)(4) items manufactured and released on 24 august 2016. Expiration date: 2021-07-27. No anomalies found related to the problem. To date, 76 items of the same lot have been already sold without any similar reported event. (B)(4) versafitcup dm double mobility hc liner ø 56/28 reference 01.26.2856mhc (k092265); lot 160075: (B)(4) items manufactured and released on 10 march 2016. Expiration date: 2021-02-24 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to signs of infection 1 year and 2 months after primary. Cup and liner replaced with medacta hardware, while stem and head with another company's products. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed on 27 february 2018 by r&d product manager: the stem was completely scratched on the proximal part, while several grooves were applied on the intradox region of the stem, indicating a difficult removal of the stem from the femur. The ha coating was still present inside some proximal macrostructures. The cup did not show any particular sign. The liner was yellowed on the articulating part, but no other particular signs were noticed on the liner. From the received parts it is not possible to determine the root cause of the event.